Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable and there was corrosion on the needle bearing and reciprocating arm. The motor, needle bearing, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the corroded needle bearing need to be replaced, corroded reciprocation arm and defective motor. The event timing was during preventive maintenance. No adverse events were reported as a result of this malfunction. Upon inspection, the motor speeds were unstable.